Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, on (B)(6) 2014, the patient was taking his bath when he found unconscious. He was then submitted urgently to the hospital and passed away despite the cardiopulmonary resuscitation performed. According to the medical engineer, lead fracture could be suspected based on x-ray photo. On visual inspection of extracted device and lead, lead outer insulation was damaged, but apparent coil fracture was not observed. It is not known if the suspected portion of fracture observed on x-ray photo corresponds to this insulation damage area. The device was explanted and will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014, the patient was taking his bath when he was found unconscious. He was then submitted urgently to the hospital and passed away despite the cardiopulmonary resuscitation performed. According to the medical engineer, lead fracture could be suspected based on x-ray photo. On visual inspection of extracted device and lead, lead outer insulation was damaged, but apparent coil fracture was not observed. It is not known if the suspected portion of fracture observed on x-ray photo corresponds to this insulation damage area. The device was explanted and will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014, the patient was taking his bath when he was found unconscious. He was then submitted urgently to the hospital and passed away despite the cardiopulmonary resuscitation performed. According to the medical engineer, lead fracture could be suspected based on x-ray photo. On visual inspection of extracted device and lead, lead outer insulation was damaged, but apparent coil fracture was not observed. It is not known if the suspected portion of fracture observed on x-ray photo corresponds to this insulation damage area. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, on (B)(6) 2014, the patient was taking his bath when he was found unconscious. He was then submitted urgently to the hospital and passed away despite the cardiopulmonary resuscitation performed. According to the medical engineer, lead fracture could be suspected based on x-ray photo. On visual inspection of extracted device and lead, lead outer insulation was damaged, but apparent coil fracture was not observed. It is not known if the suspected portion of fracture observed on x-ray photo corresponds to this insulation damage area. The device was explanted and will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014, the patient was taking his bath when he found unconscious. He was then submitted urgently to the hospital and passed away despite the cardiopulmonary resuscitation performed. According to the medical engineer, lead fracture could be suspected based on x-ray photo. On visual inspection of extracted device and lead, lead outer insulation was damaged, but apparent coil fracture was not observed. It is not known if the suspected portion of fracture observed on x-ray photo corresponds to this insulation damage area. The device was explanted and investigation of the returned device is required.